Event description:
It was reported that the patient was experiencing rib stimulation despite of optimizing the program. The patient underwent lead repositioning procedure. Patient still feels rib stimulation. Doctor thinks it may be something anatomical.

Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7163493, UDI: (B)(4).